Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the lead. Failure event observed during analysis. A partial lead was returned in two pieces. Final analysis found external insulation abrasion breaching the right ventricle cable lumen and etfe cables coating consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.